Event description:
Revision surgery the same day of primary for joint luxation (liner dm from shell). Shell, head and liner revised successfully.

Manufacturer narrative:
Batch review performed on 10 september 2024: lot 2340535: (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 2028-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed immediately after the primary implantation of a total hip arthroplasty (tha) due to dislocation of the dm liner from the cup. The patient attempted to walk shortly after the surgery but reported a feeling of instability, prompting a follow-up x-ray that revealed the failure. The postoperative x-ray clearly shows dislocation between the cup and the mobile liner (radiolucent), as reported. Determining the reason for this failure is challenging. Given the timing, it is possible that the intraoperative reduction was only apparently complete, potentially due to the inner surface of the acetabular shell not being fully cleaned. It is less likely that the failure can be attributed to the positioning of the cup, as the revision surgery involved only modifications to the head and liner. With the information available, we cannot draw definitive conclusions. Additional implant involved: batch review performed on 10 september 2024 on cup: versafitcup 01.26.54mb acetabular shell ø 54 (k083116) lot. 2307794 lot 2307794: (B)(4) items manufactured and released on 18-oct-2023. Expiration date: 2028-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.